Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with an injection of amikacin 100 milligrams (frequency and route not reported), an injection of vancomycin 50 milligrams (frequency and route not reported) and an injection of heparin 1000 international units (frequency and route not reported) continuously for peritonitis. At the time of this report, the outcome of the peritonitis event is unknown. Pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this event.